Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. B3: event year only reported: 2023. D4 batch #: u93v31. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. The handpiece was disassembled to verify the condition of the internal components, and evidence of remanufactured activities and component replacement was noted. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. The moisture indicator may have been activated due to the remanufactured condition, the internal hand activation wire was different from the standard wire used at the current ees manufacturing process. This has been identified as a remanufactured handpiece. This condition probably affected handpiece functionality. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch u93v31, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the scalpel comes with error message (replace handpiece). The remaining handpiece life is 95. No patient consequences reported.